Event description:
It was reported that a patient's generator was suspected to be at end of service condition as the device could not be interrogated. The patient's physician reported that the patient's generator battery prematurely depleted. A manufacturer's battery life calculation was performed with the available programming data and it supported the generator reaching end of service condition. A review of the device history records indicated that the generator had passed functional specifications prior to distribution and had not been subjected to the laser-routing process. The patient's generator was replaced due to battery depletion. It was reported that the facility is traditionally a no return site and therefore return of the suspect product is not suspected to date. No further relevant information has been received to date.

Event description:
Based on available internal data of the generator that was provided, premature battery depletion was not verified. The % battery capacity remaining appears to match the expected values based on settings patient was programmed to. The internal data did not exhibit any accelerated drops in battery voltage or any reason to suspect that the device depleted prematurely or was struck by electrocautery or other electrosurgical equipment. No further relevant information has been received to date.

Event description:
One date of internal tablet data for the generator was received and reviewed by the manufacturer. The device was confirmed pulse disabled, however, the measured battery voltage aligned with near-end-of-service battery indicator. Sudden drops in voltage could not be observed or assessed as the data was only available from one date. Therefore, it is unknown to date whether the battery level was a result of an asic latch-up condition caused by exposure to electrocautery. No further relevant information has been received to date.

Event description:
The explanted generator was received by the manufacture and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the returned generator. The allegation of premature end of life was not duplicated in the pa lab. The failure to program due to end of service (eos) was duplicated in the pa lab. As-received, the eos pulsedisabled condition was observed, and interrogation was only possible at 0¿. The measured diagvbat was 1.683 v, confirming an eos = yes condition. Testing showed that the generator performed according to all functional specifications. The attached data dump was reviewed. The diagaccumconsumed location showed that 116.566% of the generator battery had been consumed. The electrical performance of the generator as identified in pa will be used to confirm that the eos pulsedisabled status was the result of normal battery depletion/charge consumption, and no failures of the vns device were identified. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.